Manufacturer narrative:
(B)(6). Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 5 cm malignant stricture with 1 cm vessel diameter and 60% stenosis. Reportedly, the patient¿s anatomy was moderately tortuous and was not dilated prior to stent placement. During the procedure, the stent was positioned to the stricture and the physician released the stent approximately 1 cm when the deployment suture could not be released. The device was removed from the patient with the stent partially deployed. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 5mm. No issues noted with crochet suture from point of release from stent and no issues were noted with the profile of the device. During analysis, it was possible to fully deploy the stent without issue. The stent did not fully expand after deployment. It was noted that the stent cover was folded longitudinally. Two days after stent deployment the stent had expanded further. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the esophagus during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 5 cm malignant stricture with 1 cm vessel diameter and 60% stenosis. Reportedly, the patient¿s anatomy was moderately tortuous and was not dilated prior to stent placement. During the procedure, the stent was positioned to the stricture and the physician released the stent approximately 1 cm when the deployment suture could not be released. The device was removed from the patient with the stent partially deployed. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿